Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were identified. Reportedly, the customer was removing the air from the cartridge by pulling on the syringe many times, and wearing the infusion set for 3 days. Tandem clinical support informed customer that removing the air from the cartridge by pulling on the syringe many times, and wearing the infusion set for 3 days, is off label per the tandem user guide. Customer resumed insulin delivery. Customers blood glucose was 185- 274 mg/dl.